Event description:
It was reported that the pump was replaced because "something malfunctioned". The pump was not delivering medication to the spinal cord per a ¿test¿. They ¿accessed the pump and got nothing¿. The pump was replaced (B)(6) 2012. The pump was delivering dilaudid at 2.0457 mg/day. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).